Event description:
It was reported that the patient had coupling and or communication issues. It was stated that the patient got 0 or 2 coupling bars. It was noted that the patient had a previous implantable neurostimulator (ins) changed out for poor coupling. It was stated that the patient programmer showed the ins was fully charged, but implantable neurostimulator reprogrammer showed only 75% charged and working on "filling the 4th quartile." It was noted that a physician mode reset was done and the coupling was at 8 bars for a minute and then changed to 0 bars and vacillated between 0 and 2 bars over the ensuing minutes. It was noted that an x-ray of the device was taken. It was stated that the device looked flipped. It was noted that the physician used a spinal needle to break up scar tissue around the ins and was able to flip it to its correct position. It was stated that the physician used a charger immediately following the flipping of the device, and got all 8 coupling bars and checked impedances which were all within range. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3776-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-75 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).